Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 10010454 lot number 19105562 was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set, qn number (B)(4).

Event description:
It was reported that as lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: material no: 10010454 batch no: 19105562. It was reported that fluid was leaking from the last port connection.

Manufacturer narrative:
(B)(6). The initial reporter also notified the FDA on 8 april, 2020. Medwatch report # mw5093900. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: material no: 10010454, batch no: 19105562. It was reported that fluid was leaking from the last port connection.